Event description:
Nurse from medical doctor office reports there was a leak in the syringe and they didn't know until they were about to inject medication. Unknown date of malfunction. Lot number and expiration date are unknown. Unknown if product is available for return. No further information provided. No adverse events reported. Frequency: after reconstitution with supplied diluent, inject 0.58 mg into the intralesional plate twice, 1-3 days apart every 6 weeks. It can repeat up to 4 cycles. Discard the rest. Reported to (B)(6) by: health professional.